Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that there was air leak in the main side. The leak was detected during leak test. The reported issue occurred during preventative maintenance. It was reported that there was no patient harm/injury associated with the report and no alternate device was retrieved for use without delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that there was a leak on the main side. The leak was detected during the leak test. On (B)(6), 2017, it was clarified that the issue occurred during preventative maintenance on (B)(6), 2017. It was reported that there was no patient harm/injury associated with the report and no alternate device was retrieved for use without delay. The event was identified immediately upon opening the device and before first use. The event not occurred during first-ever use of the product and also not related to surgical technique or user error. No medical intervention/additional surgical procedure was required and the surgical technique for the product was not applicable. The UDI number of the product is not known. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the a.t.s. 4000 tourniquet on (B)(6), 2017 revealed that the fittings on the manifold needed tightening. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on (B)(6), 2017 which included tightening of the fittings on the manifold. A.t.s. 4000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per procedure. The reported event was confirmed since during initial inspection the fitting on the manifold was loose. The root cause of the leak on the main side was due to the loose fitting on the manifold. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 4000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.